Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches and the device will not turn on/function.there is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During internal investigation found that the display has vertical defects, dirt/dust contamination on the ui panel, top enclosure. Considerable amounts of unknown contamination underneath both flip doors. Unknown material around the iso port, unknown brownish contamination on the inside of the top enclosure, top of the pca, backside of ui panel. An insect in the ui panel slot of the bottom enclosure. Unknown brownish contaminant on top of the blower box, on the inside of the rear panel, bottom enclosure. A whitish dust-like contaminant on the blower cap seal, blower. Dried liquid spots on the bottom of the blower, blower box, indicates possible liquid ingress. A light layer of brownish contaminant, most likely keratin at the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found thirty two error codes. The manufacturer concludes that unable to directly address the symptoms outlined in the complaint. Observe dust/dirt contamination in the airpath, likely from a source external to the device and cannot confirm the complaint that the device will not turn on. Observed no evidence of degraded sound abatement foam.